Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-08900 it was reported that the patient's atrial lead had dislodged. The atrial lead was not capturing nor sensing. The patient presented for lead revision procedure. During procedure, insulation anomalies were observed on both the atrial and right ventricular lead. Both leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.